Event description:
Reportedly, the keyboard no longer appears on the screen, and the programmer sometimes fails to detect the implant.

Manufacturer narrative:
Upon reception, the smarttouch tablet was tested and the reported behavior was not reproduced: normal functioning was observed and no issue with the keyboard nor to communicate with an implant device. - in depth analysis of the extracted files led to the following observations: on (B)(6) 2024: the reported keyboard issue is not confirmed. The communication errors are confirmed, that could led to problems to detect implant devices. The root cause of the communication errors could not be identified with certainty, but they could have resulted from an improper programming head positioning over the implantation site. - based on available data, no anomaly is suspected on the subject programmer.

Event description:
Reportedly, the keyboard no longer appears on the screen, and the programmer sometimes fails to detect the implant.